Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had twiddler¿s syndrome and had twisted their device until the right atrial (ra) lead was completely in the pocket. The right ventricular (rv) lead had no slack but is still functional with a high threshold. The ra lead was explanted and replaced and the device was also changed out since they were opening the pocket. The rv lead remains in use. No further patient complications have been reported as a result of this event.